Event description:
A malfunction on the pump was reported by the caller, occurring while the pump was charging. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the device, after which the malfunction code did not recur. The customer was advised they could continue using the pump.